Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and deformity. The device has been explanted.

Manufacturer narrative:
The device was returned to allergan for analysis and the device weighed 257.06 grams. Visual analysis noted creases and red particles on the device shell. Under microscopic analysis a sharp edged opening was assessed as an unidentified tear. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as to an unidentified (tear) opening.

Event description:
Patient reported left side rupture and deformity. The device has been explanted.